Manufacturer narrative:
The sample associated to this report is expected to be returned. If the sample is received, the investigation will be provided in a supplemental report.

Event description:
The company received a report.